Event description:
The pt reportedly developed seroma formation at the implant site in (B)(6) 2012. The pt was treated with several courses of antibiotics (type unk). The pt had a drain inserted and the site was draining for a week. An exploratory surgery was performed and a small csf leak was suggested without any infection. Advanced bionics is in the process of gathering more information.